Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported small tear in the outer sheath of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The submitted log file captured the pump operating as intended with no atypical events. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02dec2014. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's outer driveline sheath layer was torn, requiring rescue tape. The log file captured routine events, the vad and peripheral equipment appear to be functioning as intended.